Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the delivery catheter system (dcs) could not be advanced to the femoral artery. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that tortuosity and possible calcium deposits within the femoral and iliac arteries. This indicates that the probable cause of the advancement difficulties was challenging patient anatomy. It was reported that the valve was attempted to be positioned and was recaptured twice due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various potential factors can influence positioning difficulty include patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the dcs during positioning and a number of others, and the cause of the suboptimal placement could not be determined with the limited information available. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The procedural images and fluoroscopic load check images were submitted for review. The load checks confirming good loads for this event. The imaging provided confirms there is tortuosity present in the femoral access, however there is no imaging of the difficulty stated in this event report. The evidence provided confirms there are multiple attempts to deploy the first valve system and after a recapture there is damage present at the proximal portion of the capsule. There is no imaging capturing the difficulty with tracking the catheter nor using a large bore sheath. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. Inner member shaft kinks were observed, however the description of the event does not indicate that this damage occurred during the reported issue. Inner member shaft kinks have historically been seen on device returns when the valve has been removed at the back table after event occurred, or when there was no stylet in place during return transport, as was observed in this case. The investigation completed into capsule separation found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, it was reported the patient has tortuosity and possible calcium deposits within the femoral and iliac arteries; and the image review confirmed. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, advancing the delivery catheter system (dcs) up the femoral artery became difficult, due to tortuosity and possible calcium deposits within the femoral and iliac arteries. Several attempts to advance the dcs were made after rotating the system to change the orientation of the spines. The issue did not resolve; the dcs was temporarily withdrawn from the patient, and an 18fr sheath was inserted. This resolved the issue and the dcs was advanced. During deployment, the valve had to be recaptured twice, due to a high implant position. After it was recaptured and delivery was about to be restarted, it was noted that the nitinol mesh of the capsule had started to separate and a rupture appeared to form in the capsule, toward the top near the paddles, of the dcs. The dcs and valve were withdrawn from the patient and not used for implant. It was reported that no unusual resistance and no misload were noted while loading the valve. Valve load was confirmed with fluoroscopic inspection. Subsequently, a second transcatheter bioprosthetic valve was loaded onto a new dcs and successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) was received with the capsule fully closed with the end cap/screw gear snap fit connected. The handle and tip-retrieval mechanism appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the dcs capsule. Multiple kinks were observed on the inner member of the dcs. Conclusion: the investigation is in progress. Following completion of the investigation, a supplemental report will be submitted.